Manufacturer narrative:
The suspect device has not been returned for evaluation. Advised to replace the unit with new mainboard and perform calibration. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical during ventilation on a patient, the therapist tried to make an fio2 adjustment and nothing happened when she touch the screen on the bellavista 1000e ventilator. After several attempts, the screen went gray and a small window appeared with a message "decomission error" for a software update and instructions to close this box. As the therapist closed the box, then the ventilator completely shuts down with the red alarm. The therapist immediately manually ventilated the patient and it was confirmed that there was no patient harm associated with the reported event.

Manufacturer narrative:
Results of investigation:(log file analysis-non return evaluation) the suspect device was not returned to vyaire medical for evaluation. The root cause was determined due to software related problem. Investigation performed by imt proved that this failure can be reproduced in the lab and the user cant start the ventilation as the unit is in stand by mode. This failure classified as """"permanent apphang while device in standby mode"""". According to imt the reason for the failure is """"when o2 suction is started, the value displayed on the fio2 setting button is exchanged. The source for the value is no longer the fio2 setting itself but rather a new value which represents the oxygen concentration applied during the o2 suction. This value is not directly editable. Once the o2 suction is stopped the old value is restored and the fio2 setting can be edited again. Apart from activating/deactivating o2 suction there exist other events that influence how the fio2 setting button is displayed and how it behaves. As it turned out, there are some event sequences that bring the fio2 setting into an inconsistent state. The fio2 setting then displays the correct setting value but attempts to edit the "uneditable" value once it is selected. That in turn causes the software to hang forever"""". Bug fix improvements will be implemented on next sw release. Field service evaluation:a vyaire field service representative(fsr) evaluated the device onsite and replaced the main board. Pm (preventive maintenance) and verification procedure were performed per service manual.